Event description:
It was reported that data reported as invalid and no data presented. It is unknown whether there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.